Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary customer returned three 31ga x 5mm pen needles. The needles were visually inspected. Two of the returned needles were found bended on the non-patient end and one of the three needles was found completely broken on the non-patient end side. Based on the damage present the needles bending or breaking may have occurred accidently, while the user was preparing the pen needle for use. Potentially if the pen was not aligned with the canula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of needle clog being damaged. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.